Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture. The lead was reprogrammed off and remains inactive the patient. No patient complications have been reported as a result of this event.